Manufacturer narrative:
Investigation summary bd received two photos for investigation. The evaluation of these photos revealed an incorrect expiration date printed on the case label. Additionally, 60 retained samples were visually inspected, and no issues were identified with the expiration dates on the tube labels and the carton label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect label content. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of 21 cases of bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the outer case had an incorrect expiration date. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of 21 cases of bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the outer case had an incorrect expiration date. There was no health impact or consequences reported.